Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device records show on (B)(6) 2019, the patient received 10ml of tranexamic acid at 7.8 ml/hour when it was ordered for 0.78ml/hour. The same event had occurred on (B)(6) 2019, so it's unknown if this was a second event, or if the (B)(6) 2019 event was documented in error as occurring on the (B)(6) 2019. It's unknown if the date and time on the device was correct or had been changed. It appears the user was working within the critical care profile on the device, and that the infusion was "overridden."